Event description:
It was reported that when using the bd pyxis¿ medstation¿ es only half of the label was being printed. The thermal sensor could not detect one side, resulting in missing black ink, and the component was identified as physically damaged. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the label was being printed; however, the thermal sensor was unable to detect one side, causing the black ink not to appear. The component was identified as physically damaged and could not be repaired through system or software troubleshooting. The label printer required replacement. The field service engineer (fse) replaced the printer due to a failed print head. The failure did not occur during a dispensing workflow. The printer was tested in the application and was confirmed to be functioning properly. The system functioned as intended after field service engineer repaired the device.